Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned unit found a 'thread' like fiber attached to the product mandrel, which was returned inserted in the device. The fiber was located at the exchange port where the mandrel exited. The foreign matter was tested as received and was analysed. Visually the sample was white in color and similar in nature to cotton thread. The results obtained form the fourier transform infrared spectroscopy (ftir)would suggest that the foreign matter is cellulose based material due to matches to paper, cotton and cellophane. No further issues were noted with the device. According to the report the foreign material was extruding from the guidewire exit port when the physician advanced the guidewire inside the device. The product mandrel would have to be removed before the guidewire could have been inserted, according to further information received the physician did not notice the thread when they removed the mandrel from the device. Also, the thread was wrapped around the reinserted mandrel, however the complaint states it was extruding from the guide wire exit port noticed during advancement of the guidewire. If the mandrel was reinserted, then the mandrel may have acquired the foreign matter during reinsertion. The product mandrel could not have been inserted at the manufacturing site with this foreign matter present as it would have met with a severe restriction. A tactile test and a visual inspection of the all promus element devices is performed prior to loading the catheter into the carrier tube to identify the presence of fm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
During preparation for a stenting treatment procedure, foreign material was noted on the device. The 90% stenosed lesion being treated was located in the moderately tortuous mid right coronary artery. Upon prepping a 3.50x38mm promus element plus stent, the physician noticed that a string like material was extruding from the guide wire exit port when the guide wire was advanced inside the device. The device did not enter the patient and the procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
During preparation for a stenting treatment procedure, foreign material was noted on the device. The 90% stenosed lesion being treated was located in the moderately tortuous mid right coronary artery. Upon prepping a 3.50x38mm promus element plus stent, the physician noticed that a string like material was extruding from the guide wire exit port when the guide wire was advanced inside the device. The device did not enter the patient and the procedure was completed with another of the same device. No complications were reported and the patient's status is good.